Event description:
Information received by medtronic indicated that the customer was hospitalized due to high blood glucose and heart attack. The blood glucose value was 500 mg/dl at the time of hospitalization. The customer does not experienced symptoms of unwell at the time of hospitalization. The customer was treated with IV insulin drip, emergency room and overnight stay in hospitalization. The customer also experienced diabetes ketoacidosis and was tested positive for ketones. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date (B)(6)2023 in the pump history file. (B)(6) 2023 11:12:37.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 22000 (2.2 u). Bolusamountdelivered: 22000 (2.2 u). (B)(6) 2023 14:40:41.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 20000 (2 u). Bolusamountdelivered: 20000 (2 u). (B)(6) 2023 17:23:58.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 10000 (1 u). Bolusamountdelivered: 10000 (1 u). (B)(6) 2023 18:41:10.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 12000 (1.2 u). Bolusamountdelivered: 12000 (1.2 u). (B)(6) 2023 21:17:02.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 8000 (0.8 u). Bolusamountdelivered: 8000 (0.8 u). There was no autosuspend (12) alarm noted in the pump history file. There was no usersuspended (2) alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 383000 (38.3 u). Dailytotalofbasalinsulindelivered: 311000 (31.1 u). Dailytotalofbolusinsulindelivered: 72000 (7.2 u). There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.